Event description:
The customer stated they took insulin based on a blood glucose result of 150mg/dl at dinnertime. The customer went into diabetic coma by 9pm. Paramedics were called and the customer was given a glucose IV. No controls were in use. A request was made of the return of the suspect device and replacement product was sent.